Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's (pt) ins is losing charge very quickly. Caller said they noticed that the last couple times, confirmed this year. Pss asked, caller stated pt had not had any changes to programming or usage, but did fall out of bed within the last couple months. The patient was redirected to their healthcare provider to further address the issue.